Event description:
It was reported that the patient experienced an infection, and the pump was removed. There were pump access issues (see manufacturer report # 3004209178-2012-02271) the healthcare provider at the time of the refill noted the pump was ''wobbly,'' ''it was moving around a lot.'' They also reported that ''the patient had a lot of fluid in their stomach, ascites,'' which they aspirated out while at the refill. The patient continued to leak fluid from their stomach, and was sent to their family healthcare provider for follow up. It was then reported that the patient went to the emergency room, and it was found that there was an abdominal wall cellulitis infection. The pump was then explanted on (B)(6) 2012. When the culture was taken at the time of explant ''it was noted, there were large amounts of puss in the pocket'' and that the pump was ''grossly infected.'' The healthcare provider clarified that to mean that there was puss around the pump. The surgical healthcare provider did an open incision so they could do wound care and infectious disease was consulted. The patient was discharged from the hospital on (B)(6) 2012. It was later reported that he result of the culture found ''many colonies of (B)(6).'' The patient was prescribed antibiotics at time of discharge; however it was found upon follow up in the patients home that it did not appear that they had taken any. The healthcare stated that ''the patient is not compliant, and was not scheduled to get another pump.'' The medication in the pump was hydromorphone.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type catheter; product ID 8590-1, lot # j12378r, implanted: (B)(6) 2006, explanted: (B)(6) 2012; product type accessory.